Event description:
Customer opened a new ascenciodx test (lot #240313ar with expiry of 9/13/24) and observed that the lysis buffer solution was faintly discolored and included a small piece of black debris floating in the solution. Customer alerted anavasi customer support and asked for replacement test. Anavasi issued an RMA for return of the buffer vial, and other unused tests in the package, and sent out replacement tests to the customer. A complaint was logged by anavasi (case #(B)(4)), and a CAPA was opened to initiate a root cause investigation. Customer received the replacement tests and has not reported further issues.